Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided or upon completion of analysis should the device be returned.

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing. It was noted that the lead needed to be repositioned. This lead was explanted after less than a week, and a new lead was successfully implanted. No additional adverse patient effects were reported.